Manufacturer narrative:
Vyaire file identification: (B)(4). The equipment was received in house at the vyaire facility. Service technician was able not to verify customer's reported problem. All testing performed with good known test ac adapter and patient circuit connected. Connected external power source and vent powered on. Disconnected external power source and vent also powers on with internal battery. Internal inspection reveals no abnormalities. Ventilator passed ts final test which includes many alarm and ventilation functions. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1150 was plugged to ac but the ventilator does not power up and the ventilator inoperable led was on. The customer confirmed that there was no patient involvement associated with the reported event.